Event description:
It was reported the device was being used on a patient after open heart surgery; the device was put in "standby" mode but the device continued to pace and it was assumed that the user was holding the pause button. Once device continued to pace, user tried to turn device off but it wouldn't turn off. Device was still on in the morning and it was attempted to turn off the device. It still wouldn't turn off. The device could not be turned off. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; intermittently powers on with on key in emergency mode and would not p ower off with off key (intermittent device failure). Analysis also found the upper case and serial number label are damaged, lower case is broken, ring cover screw is missing, and the keyboard is scratched. (B)(4).